Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted during assessment testing that the pressure sensor read -1.4 without the circulation pump running. Replaced pressure transducer sensor lot number 4218 with lot number 2422. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # 0626. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 5 (inlet pressure out of range), the inlet pressure was showing -1.4 at all times. It would be coming in for an assessment of the inlet pressure issue along with the calibration issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 5 (inlet pressure out of range), the inlet pressure was showing -1.4 at all times. It would be coming in for an assessment of the inlet pressure issue along with the calibration issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated, and the reported issue was confirmed as it was noted during assessment testing that the pressure sensor read negative 1.4 without the circulation pump running. Replaced pressure transducer sensor lot number 4218 with lot number 2422. The device was put through a post repair functional check during which the device was heated above 30 degrees c, cooled below 6 degrees c, and the bypass flow was verified adjusted to 1.8 plus 0.5 l per m at 28 degrees c and negative 7.0 psi. The device was calibrated using ctu ID number 0626. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 5 (inlet pressure out of range), the inlet pressure was showing negative 1.4 at all times. It would be coming in for an assessment of the inlet pressure issue along with the calibration issue.